Event description:
It was reported that medfusion 4000, primary audible alarm, bgnd test. No patient injury reported.

Manufacturer narrative:
Other text: the device was returned to smiths/ICU medical. Primary audible alarm bgnd test was found in the device history, but no duplicated. Replaced speaker for preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.